Event description:
It was reported an alleged leak was detected in a swedish adjustable gastric band after an attempt was made to inflate it. There was no reported pt consequence.

Manufacturer narrative:
Evaluation summary: the complaint was confirmed. The swedish adjustable gastric band (sagb) was returned with a visible perforation to the balloon. While it is not possible to draw definitive conclusions regarding root cause, the appearance of small perforations along two (2) of the material fold lines would suggest that the holes originated from a point of material degradation on/near a fold line. The presence of fold lines is associated with the wear out phase of the implanted band and their occurrence is consistent with the reported implant period of three and a half (3.5) years. However, it is also noted that the product's instruction for use (IFU) booklet cautions against inadvertent perforation of the band from sharp instrumentation during implant. Such perforations may also lead to leakage. Based on the above, it was tentatively concluded that the observed perforations were most likely the result of material degradation and subsequent leakage on or near a product fold line consistent with the reported implant time.